Event description:
Venous pack lot # 47260555 was opened for a pt procedure. A black foreign body was noted on the drape when preparing the tray. No part of the tray came into contact with pt. The tray was removed and another tray opened.